Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of flow rate accuracy. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "flow rate accuracy issue" was not reproduced. Evaluation sent device to flow lines for flow testing at 40 ml/hr for 60 mins at 40 volume to be infused with the results of 41.477 and passing error percentage of (B)(4). The event history log review was completed. The customer did not provide the event occurred. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. An under infusion or over infusion less than or equal to 10% is unlikely to cause or contribute to a serious harm, death, or serious injury. Should additional relevant information become available, a supplemental report will be submitted.